Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction primary procedure with a mentor tissue expander 700 cc. The breast expander used was not working satisfactorily. There was a valve issue and a blockage in infiltration. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that there is no sample to be returned. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. (B)(4).